Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor contour profile moderate gel - lumera breast prostheses that both ruptured after implantation. Bilateral rupture was confirmed by a mammogram. As a result, the patient underwent bilateral explantation and replacement with non mentor breast prostheses on (B)(6) 2019. After explantation surgery, it was observed that the removed devices were intact and had not ruptured. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. According to the information received, it was reported that pre-op mammogram confirmed bilateral rupture; however the implants were discovered to be intact during removal surgery. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/03/2019, mentor received additional information about the event. A mammogram showed a dense lymph node in the left axilla. Patient code 2093 for swollen lymph nodes has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/03/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).